Event description:
Tavr (transcatheter aortic valve replacement)delivery system balloon failure during the deployment of the tavr device. Manufacturer response for edwards commander delivery system, edwards commander delivery system (per site reporter). Pending response.